Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a posterior lumbar fusion revision surgery, a matrix screwdriver shaft stardrive broke in the matrix locking cap. The broken screwdriver tip was stuck in the locking cap. The screwdriver tip could not be removed, so the surgeon had to cut the rod to remove the screw. There was a forty-five to sixty (45-60) minute delay in the procedure. The procedure was successfully completed. This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 2 for (B)(4). This (B)(4) captures the intra-op event which involves the matrix screwdriver shaft stardrive that broke in the matrix locking cap while (B)(4) captures the post-op event involving the adjacent level disease.